Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a failure. The customer added that there was 6 hours delay accessing the medication for patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to the fridge failure. The field service engineer replaced the irac board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had fridge failure. The customer added that there was 6 hours delay to access the medication for patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge failure causing delay to access medication. A field service engineer replaced circuit board in fridge to resolve. The system was functioned as intended.